Event description:
The customer reported that the surgeon was operating on a distal medial tibia and that when using the 2.5mm drill 705025s it snapped inside the drill sleeve and became stuck. There were no adverse events or surgical delays. The surgeon opened another set to complete the case.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by to much applied force (inadequate use). The device inspection revealed the following: the broken drill is completely stuck / seized up in the cannulation of the drill sleeve. Some bone debris was clearly evident after dismantling both parts (used the force of a hammer to get the drill bit out). It is clearly evident that big junks of bone debris caused the jamming of the drill bit, whereas the drill shaft broke as the surgeon clearly applied far too much mechanical force. Some damages of the drill guide are also evident when looking into the cannulation, due to the debris. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the surgeon was operating on a distal medial tibia and that when using the 2.5 mm drill 705025s it snapped inside the drill sleeve and became stuck. There were no adverse events or surgical delays. The surgeon opened another set to complete the case.